Event description:
A customer reported that during a procedure, the system shut down. The system was switched out to complete the case resulting in a delay (length unk). There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and replaced the pneumatic module. The company rep also adjusted the tray arm locks. The sys was then tested and met all product specifications. The replaced pneumatic module was returned for eval. Visual assessment of the returned sample did not reveal any nonconformity. The returned pneumatics module was installed into a calibrated sys and tested. The pneumatics module was recognized by the sys and no sys messages were observed during or after boot up. Additional testing was performed and the pneumatics main printed circuit board assembly (pcba) failed to start up five times during the cold test. A review of complaints for the last 24 months did not indicate any additional similar reports for this sys. The root cause is a nonconforming pneumatics main pcba. (B)(4).